Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have failure code f-22 on pump p2, at power on. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be a loose cn852 connector. To correct the condition, the cn852 connector was reconnected.